Event description:
It was reported that during an interventional procedure to treat a lesion in the distal rca, the guiding catheter shaft was broken while torqueing to engage the vessel. The proximal end of the guiding catheter was removed from the anatomy, and the physician attempted unsuccessfully to snare the distal section. A large sheath was inserted, but it was not possible to remove the device. A femoral cutdown was performed to remove the distal section of the device. The pt was discharged from the hosp, and reported to be doing well at the time of discharge.